Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This medwatch is being filed to relay additional information. Current repair: product evaluation product review of the intellicart serial number (B)(6) by zimmer biomet certified service repair technician on (B)(6) 2020 revealed the cart won¿t power on with wall power. Technician found fuse cover on power inlet module burnt. Product repair: repair of the device was performed by zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: power inlet module (pn 70214, ln 0043022) the device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cart turned itself off and would not turn on again prior to surgery. It was found that the fuse cover on the power inlet module was burnt, however there was no indication of sparks/smoke/flames. No adverse events were reported as a result of this malfunction.